Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 132 mg/dl at the time of the incident. Customer stated that the up button is unresponsive. Customer reported that he was on a riding lawn mower prior to receiving the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer will not send the pump back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.